Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information obtained indicated the lead was explanted post-mortem for cremation and the cause of death was not related to the out of specification finding.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.